Event description:
Subsequent to the initial report filing additional information was received stating that no resistance was encountered prior to the proximal shaft separation.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with 70% stenosis. A powerturn guide wire was advanced. A xience xpedition 2.75 x 8 mm stent was planned to be implanted at the lesion. However, the proximal shaft separated before it reached the lesion. It was exchanged for a new xience xpedition stent of the same size to successfully complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.